Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 901332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (to remove essure). Essure was removed in 2015. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure lot number was provided. Reporter information was added. Concomitant medication was added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 901332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (to remove essure). Essure was removed in 2015. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/coils were not in tubes and could not be located') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 901332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dermatitis allergic ("skin rash/allergic rash/skin condition"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (b/l salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, dermatitis allergic, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, device dislocation, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: events migration/coils were not in tubes and could not be located, abdominal pain, menorrhagia were added. Event skin rash pt was updated to allergic rash. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (to remove essure). Essure was removed in 2015. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.